Manufacturer narrative:
The t:slim user guide states that it the user is to have an x-ray, computerized tomography (cat) scan, magnetic resonance imaging (MRI), or other exposure to radiation, take off the t:slim pump and remove it from the procedure room. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer underwent x-rays, the pump was connected to the customer. After the x-rays, the pump screen was blank and the pump stopped working. The customer's blood glucose (bg) level was 500 mg/dl. As the customer was in the hospital for the x-rays, the hospital stall administered an insulin injection to address the bg level. The customer reverted to using a non-tandem pump to address the bg level. As the customer did not have the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the event was unable to be performed.

Event description:
Additional clarification received from the customer indicated that the event did occur on (B)(6) 2016 around mid-day.

Event description:
On (B)(6) 2016, the customer reported that after turning the pump back on, the pump was operational and there has been no further issues. The customer's blood glucose level has been fine since reconnecting back to the pump. Tandem technical support reviewed the pump t:connect data and found that after charging the pump to 100 percent on (B)(6) 2016, the battery depleted 4 days later due to not being charged again. The customer was thinking that the reported issue may have occurred on (B)(6) 2016 instead of (B)(6) 2016, but was not completely sure.